Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the therapy delivery test for pads and paddles. There was no pt involvement.